Event description:
Procedure: esophagogastrectomy. Reportedly, the device was applied approx 30 times. Of those, 10 seals were not complete and the incomplete seals were finished by manual suturing of the tissue. There were no reported adverse affects to the pt.